Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
During right hip revision of competitor product and implant of stryker product, patient experienced loss of blood. The hospital did not have enough blood to replenish patient. The anesthesiologist made the call to stop the surgery. The surgery was not completed successfully.